Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and treated with unspecified antibiotics (ongoing) for the event. At the time of this report, the patient remained hospitalized and the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The correct event date is 07/06/2023. Upon follow-up, it was reported that the patient was discharged ten days after hospital admission. On an unknown date, antibiotic treatment and dianeal 2.5% therapy were discontinued however, the dose of extraneal 7.5% therapy was increased and ongoing. At the time of this report, the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.